Event description:
The customer reported that after a total knee procedure, the physician assistant (pa) was scraping excess bone cement from the knee joint with the electrosurgical pencil, which was still plugged into the generator. The pa inadvertently pushed a button on the pencil energizing the tip and igniting residual cement that remained on the tip outside the surgical site. The ignited blob of cement was thrown to the floor from the pencil tip and extinguished with a splash of saline solution. The pa temporarily came in contact with the hot cement which left a 3.5" x 1.75" hole, abdomen height, on the right side of the surgical gown. Neither the pt nor the pa suffered any injury during the event. The site's biomed later reported that the generator was tested and found to function properly. It has been put back in service.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.